Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During a left primary total knee surgery, the weld that holds the cutting slot on the block broke off of the distal cutting block no adverse consequence or delay in surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty triathlon fully captured distal resection guide was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis was performed and found that the weld holding the capture plate to the universal resection guide was not made to the requirements of the weld call-out on the design document. The weld call-out indicated a combination groove weld and fillet weld to be performed all around the tab holding the part that broke. Complaint history review: the complaint databases show there have been no other events for the lot referenced. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Conclusions: the investigation concluded that a weld call-out requiring the combination groove and fillet to be performed around the tab connecting the capture plate to the universal resection guide was added at revision b of the drawings. The device associated with this event was manufacture to revision d. The material analysis performed determined that the weld holding the capture plate to the universal resection guide was not made to the requirements of the weld call-out on the design document. The device was not manufactured to specification.

Event description:
During a left primary total knee surgery, the weld that holds the cutting slot on the block broke off of the distal cutting block no adverse consequence or delay in surgery.